Event description:
Reporter alleged the customer couldn't get a reading on the active s system before going to bed. Reporter stated he called the paramedics, they obtained a result of 107 mg/dl on their system and the customer may have taken her medication before going to sleep. Reporter stated that she would not awaken later in the morning. Reporter stated he called the paramedics again, they obtained a result of 90 mg/dl on their system and gave her an IV along with oxygen before taking her to the hospital. Reporter stated the hospital obtained a result of 26 mg/dl on their system and treated the customer with a shot of glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.